Event description:
New information noted the lead was capped and replaced on 4 jun 2021. Patient status after the procedure was unknown.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
This product is registered as a combination product. Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented to a follow-up in clinic with high out of range high voltage lead impedance on their right ventricular lead. The lead was also known to have high capture threshold measurements. Lead was reprogrammed and patient was stable after the event.